Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not connected to the network. The technical support specialist dialed into the server, logged into pes to sync information (2.0), checked station, restarted data sync and maintenance on the station, verified that the devices last upload was current with the last download processed date/time, monitored for discrepancies, emailed the customer, received confirmation that the issue was resolved with no further complaints, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed medications could not be retrieved and no patients were loaded. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.